Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller "fell off the bed and the lights when out, it was over a month ago". It was completely charged but now it¿s dead¿. The patient reported charging too often and the ins is not incrementing during recharge. The charger was on all night last night with 4 coupling boxes. The ins cannot be charged to complete. It was reported that the insr connected to the ins all night and she never got the ins battery above 50%. No patient complications have been reported because of this event.